Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for high, out of range, pacing lead impedance. High capture thresholds were also noted. Defibrillation threshold (dft) testing was successfully performed. The patient was asymptomatic before and after the event. The lead remains implanted and monitoring will continue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that due to high impedance values and loss of capture, the physician elected to explant and replace the right ventricular lead. The patient was stable before, during and after the procedure.